Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (stillbirth/miscarriage)/ectopic pregnancy") and abortion of ectopic pregnancy ("pregnancy (stillbirth/miscarriage) / ectopic pregnancy") in an adult female patient who had essure (batch no. 626800/626976) inserted for female sterilisation. Other product or product use issues identified: device ineffective "pregnancy on contraception" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included multigravida and parity 2 ((B)(6) 2004, (B)(6) 2008)). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and abortion of ectopic pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. Lot number: 626976, MFR date: apr-2008, exp date: apr-2010; lot number: 626800, MFR date: mar-2008, exp date: feb-2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: correction mail: previously reported event "abortion spontaneous, pregnancy with contraceptive device" replaced with abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device. Pregnancy outcome updated to not applicable. Case became incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (stillbirth/miscarriage) / ectopic pregnancy") and abortion of ectopic pregnancy ("pregnancy (stillbirth/miscarriage) / ectopic pregnancy") in an adult female patient who had essure (batch no. 626800/ 626976) inserted for female sterilisation. Other product or product use issues identified: device ineffective "pregnancy on contraception" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included multigravida and parity 2 (((B)(6) 2004, (B)(6) 2008).). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and abortion of ectopic pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. Lot number: 626976 MFR date: apr-2008 exp date: apr-2010 . Lot number: 626800 MFR date: mar-2008 exp date: feb-2010 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (stillbirth/miscarriage) / ectopic pregnancy') and abortion of ectopic pregnancy ('pregnancy (stillbirth/miscarriage) / ectopic pregnancy') in an adult female patient who had essure (batch no. 626800 / 626976) inserted for female sterilisation. Other product or product use issues identified: device ineffective "pregnancy on contraception" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida and parity 2 (((B)(6) 2004, (B)(6) 2008).). On (B)(6) 2008, the patient had essure inserted. It was removed on (B)(6) 2015. A new essure was inserted on an unknown date. In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. Lot number: 626976, MFR date: apr-2008, and exp date: apr-2010. Lot number: 626800, MFR date: mar-2008, and exp date: feb-2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: no new clinical information received, update to imdrf/FDA codes in addition. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.